Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db220145dc0, model: db-2201-45-dc, serial: (B)(6), batch: 7074051.

Event description:
It was reported the patient experienced balance and speech difficulties following a standard bilateral deep brain stimulation (dbs) lead placement, and a nerve graft into the substantia nigra pars reticulata. An investigational method for cannula insertion was used for both the lead placement and the nerve grafts, resulting in a ten-hour procedure. The physician assessed that the patient's postoperative symptoms were due to having been under anesthesia for a prolonged period of time. The patient was admitted to the hospital, and was provided physical therapy. The patient recovered and was discharged from the hospital.